Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed infection symptoms after implant of the implantable cardioverter defibrillator (ICD) system and absorbable envelope. The patient symptoms included oozing, pus, and the site was hot. Antibiotics were given and the patient¿s blood screening did not indicate there was an infection. An allergy to the device was questioned. The system was explanted. No further patient complications have been reported as a result of this event.